Manufacturer narrative:
As reported, during use in the aorta of a palmaz stent which was crimped on a maxi ld balloon, the customer experienced deflation difficulty and withdrawal difficulty of the balloon and the stent dislodged in the patient and was deployed in an unintended location. There was no reported injury to the patient. The target lesion location was a narrowing in the aorta. Access was made in the femoral artery. The lesion was pre-dilated with an optapro balloon. The physician mounted the palmaz on a maxi ld balloon and crossed the lesion along with a sheath. He then retrieved back the sheath and attempted to deploy the palmaz stent at the lesion site. While trying to inflate, the balloon did not open properly due to which the stent was dislodged from the balloon. The maxi ld balloon did not deflate and the balloon was not retrievable through the sheath. The physician had to remove the entire system out of the body. The physician then cut the balloon from the shaft and again re-inserted the sheath. Then the physician dilated the target lesion and deployed the stent in the descending portion of the aorta with another maxi ld to complete the procedure. The device was not returned for analysis as it remained implanted in the patient. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failures ¿balloon inflation difficulty-partial or slow¿, balloon and ¿pta system withdrawal difficulty-through guide sheath¿ could not be confirmed through analysis since functional leak test and withdrawal test could not be performed due to the condition of the returned device. However, procedural films were reviewed and a live shot may show that there was contrast remaining in the balloon during deflation and an unexpanded stent off the sds. The exact cause could not be confirmed; however, based on the information available for review, it is possible that handling factors during the crimping process and/or procedural factors (inflation difficulty due to the anatomy of the vessel) may have contributed to the difficulty inflating and deflating the balloon leading to the dislodgment of the stent. Neither the DHR review nor the analysis suggests that the issue is related to the manufacturing process; therefore no actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00348 and 1016427-2013-00073.

Event description:
During use of a palmaz stent which was crimped on a maxi ld balloon it was reported that while attempting to inflate the balloon, the balloon did not open properly. During deflation the stent dislodged from the lesion site. The stent was ultimately deployed in the descending portion of aorta. The patient is a (B)(6) male. The target lesion location was a narrowing in the aorta. Access was made in the femoral artery. The lesion was pre-dilated with a 12/40 optapro balloon. The physician mounted the palmaz on a 22 x 40 maxi ld balloon and crossed the lesion along with a mulin sheath (cook). He then retrieved back the sheath and attempted to deploy the palmaz stent at the lesion site. While trying to inflate, the balloon did not open properly due to which the stent was dislodged from the lesion site. Also the maxi ld balloon was not deflating and the balloon was not retrievable through the sheath. Because of this, the physician had to remove the entire system out of the body. The physician then cut the balloon from the shaft and again re-inserted the mulin sheath. Then the physician dilated the lesion site with a 25 x 40 maxi ld also they dilated the stent with the same 25 x 40 maxi ld balloon. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9616099-2013-00348 and 1016427-2013-00073.